Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-02609. It was reported the patient experienced skin erosion at the device implant sites. In turn, the patient underwent a total system replacement to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.